Event description:
Additional information was received from the patient. Patient called back and stated they got error code 2113. Reviewed recharger error code. Patient stated they had tried restarting recharger several times. Patient repositioned recharger without the belt and was able to connect and saw excellent connection. Patient stated their battery was at 60% and therapy was off. Reviewed therapy turns off if ins battery depletes. Patient will continue charging ins and will turn therapy back on once ins is charged.

Manufacturer narrative:
Continuation of d10: product ID tm90p01 serial# (B)(6) product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: tm90p01, serial# (B)(4), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the communicator doesn't seem to be "talking" to anything. Caller said that they see the steady blue light on communicator, but the handset just keeps trying to connect with communicator. Caller attempted to connect during the call and was able to, caller unsure what they did differently. Caller said that they saw a por detected message on the screen during the call. Caller said that they don't know if they have seen this message before because they've seen other error messages and they just "get off and get back on" and the message goes away. Caller said they have turned therapy off before to see if it works. Caller also mentioned that sometimes they get a "hot spot." Recommended using a thin piece of clothing between recharger when charging, caller said it isn't always when charging. Caller said they are "so tired of being beeped at" caller said they also can't do some yoga moves anymore because "it irritates me." Documented reported event. No further action was taken by patient services.